Event description:
It was reported that during a routine postoperative radiographic follow-up, one of the screws was backing out of the plate. The screw was replaced without complication.

Manufacturer narrative:
The provided x-ray and similar devices were evaluated. It is most likely that the surgeon did not fully lock the screw during surgery. Without the returned device, further evaluation is not possible.